Manufacturer narrative:
Batch review performed on 06-jun-2024 lot 170195: (B)(4) items manufactured and released on 27-jun-2017. Expiration date: 2022-06-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 6 years and 10 months after primary, the patient came in reporting pain due to a loose stem and the cause is unknown. The surgeon revised successfully the stem, head and liner.